Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided, but the customer reported having blood glucose levels below 53 mg/dl at times. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased all buttons dome switches. No unlocked j2 lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.